Event description:
Related manufacturer report numbers: 2017865-2021-32046. During an in-clinic follow-up, lead dislodgement was noted on the right atrial (ra) and right ventricular (rv) leads following a dislocation of the device. The ra and rv leads were explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event was dislodgement. As received, a complete lead with a stylet was returned in one piece for analysis. Visual inspection of the lead found the helix to be partially extended and clogged with blood/tissue. X-ray examination found no anomalies on the lead body. After cleaning, helix was able to be retracted and extended when torque applied directly to the connector pin. The measured full helix extension length was within product specification.